Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not like the way the anchors felt in her back. The physician opted to remove the anchors. It was reported the surgery was successful, and the patient continued to receive effective stimulation postoperative. The anchors were discarded.